Event description:
Patient used neck and back heating pad from navajo manufacturing company inc. Product was item #448 from humana otc catalog heating pad wrap for shoulder and neck. Patient fell asleep on it and woke up to the smell of fire. Patient's pillow had a hole burned into it and patient had a burn on her neck that blistered. Patient stopped use immediately.